Manufacturer narrative:
Reported event of over-sensing could not be confirmed. As received the device was in normal range of operation and no anomalies were noted. Visual analysis was performed on the header and no anomaly was noted. Telemetry, sensing and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.

Event description:
Related MFR report number: 2017865-2023-38197 it was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and pacemaker (pm). On (B)(6) 2023, the physician elected to cap and replace the rv lead and to explant and replace the pm. There were no patient consequences.